Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. Specificity calculations based on customer data showed values ranging from 99.88% to 99.96% across the reported months, which are within the expected performance range. An evaluation of internal product and kit release documentation for lot 690303, as well as data from approximately 2.3 million patient samples measured with different lots, did not indicate any product-related issue. Slight differences in specificity between lots were observed but remained within acceptable limits. No relevant alarms were identified in the instrument logs, and no calibration issues were detected. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in discrepant reactive patient sample results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer laboratory's workflow involves sending repeatedly reactive samples on the elecsys hiv duo assay to a reference laboratory for confirmatory testing using the architect (abbott) and vidas assays. Only if both assays yield reactive results, the sample is subjected to further confirmatory testing with the geenius hiv ab assay. The customer reported discrepant results over several months. From (B)(6) 2023, the following discrepancies were observed: in (B)(6) 2023, 10 discrepant results out of 11,548 samples; in (B)(6) 2023, 6 discrepant results out of 18,039 samples; in (B)(6) 2023, 15 discrepant results out of 16,852 samples; and in (B)(6) 2023, 20 discrepant results out of 16,847 samples. The reagent lot 631252 was used from april 2023 to 13-jul-2023, and lot 690303 was used from 14-jul-2023 onwards.